Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). An optometrist reported a patient with a refractive surprise following bilateral intraocular lens (iol) implant surgery. The patient had a history of having had a lasik procedure performed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye. The report for the left has previously been file under # 1119421-2010-00666.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/09/2010 and 06/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).